Event description:
It was reported the plastic tip came off the inner sheath. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The event can be prevented by following the instructions for use which state: ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). If the product is damaged or does not function properly, contact an olympus representative or an authorized service center. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the ceramic insulation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.